Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that reconnecting the display card and rebooting the system resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of procedure, the screen of the navigation system had display issue. There was no patient present at the time of the issue.

Manufacturer narrative:
Unique identifier (UDI) number and the manufacture date received.